Manufacturer narrative:
H3: product analysis # (B)(4), part # 6550002, lot # nm20j017 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that multiple instruments and drivers were reported as broken. Specifically, the tip of the driver was noted as broken for pli 30 and 40. There was no patient involvement reported. Additional information received from the manufacturer representative that the ratchet handles reverse/forward mechanism no longer functioning, all the drivers tip worn down, and for the other instruments tube no longer functioning properly.